Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). The dianeal therapies were ongoing. The patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with injection (inj) amikacin (ip, 250mg), twice daily (bd). The patient also began treatment with inj clavam (0.5mg, intravenously, bd). The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No cause was determined.